Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to a lab. The device results reported were 3.5 and 3.7 inr and the lab result reported was 2.1 inr. The device was replaced and requested to be returned for evaluation.